Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced parasitic crosstalk. It was noted that the device was showing an electrograms (egm) on the atrial channel but there is no atrial lead. Registration shows an atrial pin plug within the port. It was also noted that the atrial electrograms (egm) are likely mirroring ventricular ones and the high impedance in the atrial port makes atrial sense amplifiers more susceptible to oversensing within the header. The egm one signal is trivial and as long as atrial sensitivity is off, will have no bearing on device functionality. The device remains in use. No patient complications have been reported as a result of this event.